Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was checked but broke and diverted and started charging the second time but patient experienced shock even if it is broke. Technical services (ts) discussed that it is an expected function, and the device will not allow two consecutive diverts. This device remains in service. No adverse patient effects were reported.